Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient was alleged throat cancer. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.